Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported than asymptomatic patient presented to clinic for follow-up. The patient did not receive therapy. Post-paced t wave oversensing was noted on a stored egm. Programming changes were recommended.